Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation as part of a clinical study, with two 250cc mentor memorygel breast implants, suffered several unexplained systemic symptoms, including flu like symptoms, hot/ cold fever, burning in chest, chills, cannot think, have not normal thoughts, clogged thinking, does not feel good, cough, lungs have fluid in them, and just want to lie down and sleep. The patient also reported bilateral pain, burning and that the implants were different shapes, have changed in size and have flatten out but has solidified again. The patient reported that the pain started in 2010, when they got in a car accident. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On august 3, 2020, mentor received the following additional information: the patient was in too much pain that they almost collapsed, and was unable to go to work. Manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On april 20, 2020, mentor received the following information: patient called and stated that they were dying from the breast implants. Patient also stated that the breast implants are almost empty and that silicone has leaked in their body. Manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).